Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. Sometime after sensor insertion on (B)(6) 2025, the patient awoke and checked her phone, where she observed a "signal loss" alert from her dexcom g7 system. At that time, she reported feeling dizzy and suspected that her blood glucose level was low. The patient attempted to go to the kitchen to obtain juice but experienced significant difficulty due to her dizziness. She was unable to perform a fingerstick blood glucose (fsbg) test at that time. The patient became increasingly dizzy and collapsed to the floor. After remaining on the floor for several minutes, she checked her phone again; however, the dexcom g7 continued to display a signal loss alert and no glucose readings were available. The patient then activated the sos feature on her phone, prompting her husband to contact emergency medical services (ems). The patient was unable to recall the treatment or interventions provided during transport. She reported regaining awareness at the hospital and had limited recollection of the events that followed. At the hospital, an fsbg measurement was obtained and reported as 100 mg/dl. The patient also stated that the dexcom g7 sensor was still not functioning at that time. According to the patient, treatment during hospitalization included administration of intravenous dextrose (d50). The patient remained hospitalized for approximately one day (greater than 24 hours) and was discharged. At the time of reporting, the patient stated that she was doing well. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 7/9/2026. Data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.